Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid right coronary artery (rca), which had been pre-dilated with a 2.5 x 12 mm voyager. After successful deployment of the 3.5 x 28 mm xience v, at 12 atmospheres, a dissection was observed at the proximal end of the stent. A 3.5 x 12 mm xience v stent was implanted to treat the dissection. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was noted during review of the label attachments in the lot history record, that the xience v stent was implanted after the expiration date. The expiration date (use by date) was (B)(6) 2012. However, based on the reported information, the product was used on (B)(6) 2012, which is approximately 75 days past the labeled expiration date. It should be noted that the IFU states: note the product use by date. In this case, use of the device past the expiration date does not appear to have contributed to this reported complaint.